Manufacturer narrative:
The evaluation of the provided logs confirms several peep low alarms. Our field service engineer investigated the ventilator on site. During the testing, no abnormal deviations could be found. The ventilator was reportedly not connected to any evacuation system. The ventilator is in working condition. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator had an issue related to negative peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).